Manufacturer narrative:
Continuation of d10: product ID ab35w08080135 (b800944); product type.medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure using the evercross 035 balloons, the balloons burst during the procedure at a pressure of 8 atms on the first inflation. The procedure involved the right proximal iliac artery, which was calcified with 80% stenosis and a diameter of 8 millimeters. The degree of tortuosity was minimal. A 6fr non-medtronic sheath and a 0.035" non-medtronic guidewire were used.the devices were passed through a previously deployed stent without encountering resistance. The balloons were inflated using an inflation device with a 50/50 contrast fluid. The devices were safely removed from the patient, and there were no injuries or interventions associated with the event. The physician believes that both balloons likely got caught on the strut of the previously implanted stent. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.